Event description:
Corporate product surveillance (cps) received a report that a transfer set broke when twisted too far. The nurse said the twist sleeve was no longer attached to the main body. The nurse did not know what caused the separation. The nurse said that cultures were performed to monitor the patient and there had been no problems. The patient was involved, but there was no serious injury reported.

Manufacturer narrative:
(B)(4). The sample was returned and evaluated. The product code was obtained from the sample. Updated with the brand name, updated with the catalog number, updated with the 510k number. The complaint for a damaged transfer set was confirmed. The root cause was undetermined. The sample was destroyed after evaluation. The lot number was not provided; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore a 510(k) number, brand name, and catalog number will not be included in the emdr. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.